Event description:
The facility reports the resident was bathing with two carers. While getting out of the bath, the carers asked the resident to lean forward. The resident slipped off the seat, fracturing their tibia.